Event description:
It was reported that wire coating was peeling. The target lesion was located in the right popliteal artery. A 300cm straight tip v-14 control wire was used with a 4fr 11cm non-bsc sheath initially into the occlusion however, it was unable to go through. It was then noted that the tip coating was sheared. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient was doing well.

Manufacturer narrative:
Device evaluated by MFR.: the guidewire returned together with its original opened pouch. The returned guidewire had the body kinked approximately at 166.5 cm and 296.5 cm from the proximal end. The distal tip polymer jacket was damaged approximately at 298.5 cm from the proximal end; the jacket was separated and accordioned. The distal tip was bent. No more visual damages were found in the device. The outer diameter of the middle and proximal section of the device were within specifications; however, the overall length and the outer diameter of distal tip could not be perfomed due to device condition (polymer jacket damaged).

Event description:
It was reported that wire coating was peeled. The target lesion was located in the right popliteal artery. A 300cm straight tip v-14 control wire was used with a 4fr 11cm non-bsc sheath. The wire was unable to cross the lesion. The wire was being exchanged and it was then noted that the tip coating was sheared. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient was doing well.